Event description:
Patient found to have very high stimulation thresholds, and his device had prematurely reached end-of-life parameters converting to vvi50. In surgery the lead revealed no obvious insulation breaks or obvious wire fractures. It was replaced.